Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2018; 710 pericardial patch implanted: (B)(6) 1993; a7700-25 valve implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture, high impedance and oversensing of noise. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.